Event description:
This is from the patient safety report: while closing an incision, the suture which is called stratafix was not closing the wound in the proper manner. I gave another one, which happened to be of the same lot number, and it also did not have the requisite quills to close the incision. I pulled another suture, mindful to give one of another lot number, and it was correct. I pulled all the bad lot numbers from rss and the neuro carts and gave them to the rss manager. Lot #mbnh110.then, the needle on the next suture broke in the patient on the last stitch. The doctor was able to remove the broken needle tip from the patient. The surgeon then closed the wound the rest of the way and the patient went to pacu. Lot # mbnh050 and lot# mbnh110.this rn that completed the patient safety report no longer works here. She retired.======================manufacturer response for stratafix knotless tissue control device, (brand not provided) (per site reporter).======================I have contacted ethicon and I am sending the sutures with no quills back and the packaging of the suture that the needle broke. When I spoke to ethicon they said in the future it will be ethicon manufacturing the sutures not angiotech. I will send you the follow up investigation letter when I get it.